Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported lock up failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem was not determined.

Event description:
The customer reported that the device locked up in advisory mode and the user was unable to over ride it. There was no report of pt use associated with the event.